Event description:
It was reported that the patient presented with cervical spondylitic myelopathy. The patient underwent a surgical procedure to explant the previously placed anterior cervical locking plate from c5-7, and explore the previous fusion. A c4-5 acdf was performed using rhbmp-2/acs, an interbody device, and an anterior plate. Per the operative notes, "the patient presents now with increasing cervical and paracervical discomfort, upper extremity weakness, lower extremity weakness, and evidence by imaging studies of circumferential canal encroachment and suggestion of cord signal at c4-5." The interbody device was filled with bmp, and gently tamped into position. The anterior plate was then placed from c4-5. 49 days post-op, the patient presented with radiculopathy. An MRI demonstrated "resolution of the spinal canal stenosis. C5 vertebral body is poorly defined without evidence for infection or metastatic disease." A plain film radiograph found "alignment of the cervical vertebral bodies is normal. There is an anterior fixation plate present with screws within the c4 and c6 vertebral bodies. There is significant loss of definition of the c5 vertebral body" cage-type fixation device is present at c4-5 and c5-6 disc spaces. Marked degenerative disc changes are present at c7-t1." 54 days post-op, the patient presented for follow-up. The patient reported "I'm still feeling terrible." 194 days post-op, the patient presented for follow-up. Per the physician's notes, the patient "returns with ongoing cervical, paracervical, upper and lower extremity pain and weakness" has had imaging studies, which do not demonstrate any evidence of surgical pathology, but he is still having a pretty difficult time of it." The patient remains in a hard collar. "He is although improved compared to preoperatively, still with significant fine motor dysfunction of his upper extremities, lower extremity weakness and incoordination, and ongoing long tract finding." Patient has disability related to his cervical spondylitic myelopathy." 558 days post-op, the patient presented for follow-up. Per the physician's notes, the patient "refused plain film studies of his cervical spine today. [Patient] has diffuse pain with cervical, paracervical, low back, bilateral hip, bilateral knee, ankle, shoulder, arm pain with "pretty much pain all over." [Patient] reports he is "miserable." Cranial nerve examination is unremarkable. Motor examination is improved regarding fine motor function. Sensory examination reveals some decrement consistent with peripheral sensory neuropathy. Reflexes are trace and symmetric. No cerebellar dysfunction is appreciated. He ambulates with a moderately antalgic gait. His wounds appear well healed. I cannot identify other new neurologic deficits. 922 days post-op, the patient presented with cervicalgia, spinal stenosis and lumbago. MRI of the lumbar spine was conducted and found lumbar spondylosis with diffuse disc bulges l2-3, l3-4 and l4-5. Mild canal or foraminal narrowing most pronounced at l4-5. Lateral component of the disc bulge touching the exiting nerve roots ad l3-4 bilaterally. 992 days post-op, the patient presented for a consultation. The patient reported increasing back pain and increasing numbness in his lower extremities. Point injections were recommended.

Event description:
Reportedly, "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Review of imaging studies found as follows: MRI 2006 shows previous solid fusion c5-c6-c7 with spondylolisthesis of c4/5 and likely instability with cord changes (edema). Follow up (B)(6) 2006 shows removal of c5-c7 plate with new acdf plate c4-c5 and clear cord edema behind c4-c5 cornerstone. MRI (B)(6) 2009 good maintenance of alignment and decompression c4-5 minimal residual cord changes behind c4/5 disc. Most spinal cord edema is residual.

Manufacturer narrative:
(B)(4).